Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient presented in clinic. Upon review, the implantable cardioverter-defibrillator exhibited an episode of myopotential oversensing. The oversensing was replicable when the patient was asked to cough and deeply inhale. The device was reprogrammed, and the noise was not reproducible. No patient consequences were reported.